Manufacturer narrative:
The technician found that the screw holding the brake steer rod had broken off. The technician was able to back out the broken screw and replace it to resolve the issue.

Event description:
The account alleged that the head of stretcher brakes were not holding. No one injured.